Event description:
The complaint is reported as: the medical imaging dept. Used the blue medial port of this pressure rated triple lumen cvc, for a CT/pressure injection. The staff got a positive flush & a blood return through the same lumen with mild difficulty, prior to injection. After injection staff noticed that roughly a 1cm portion of the clear part of the same medial lumen used , proximal to the main junction hub, seemed larger than the rest of that clear lumen portion, larger than what was observed before the injection took place. Because of this, catheter was subsequently removed & replaced with a new line. It was unknown at the time of this report the ml/sec flow rate used in that lumen or if the entire catheter was checked for patency prior to injection. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the medical imaging dept. Used the blue medial port of this pressure rated triple lumen cvc for a CT/pressure injection. The staff got a positive flush and a blood return through the same lumen with mild difficulty, prior to injection. After injection staff noticed that roughly a 1cm portion of the clear part of the same medial lumen used, proximal to the main junction hub, seemed larger than the rest of that clear lumen portion larger than what was observed before the injection took place. Because of this, catheter was subsequently removed and replaced with a new line. It was unknown at the time of this report the ml/sec flow rate used in that lumen or if the entire catheter was checked for patency prior to injection. No patient harm was reported. The patients condition is reported as fine.

Manufacturer narrative:
Qn #: (B)(4).